Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient notifier was detected via (B)(6). The patient was instructed by the physician to perform a full transmission. Upon review, the physician could not find the cause of the alert. The a trial port is plugged. Upon further review, the alert was found to be a diagnostic anomaly. Reprogramming was recommended.